Event description:
Kimberly-clark received a report stating during a bronchoscopy a 24cm piece of the closed suction catheter was found in the left lung and removed. Customer told sales that the et tube was trimmed perhaps when the closed suction catheter was advanced. No patient injury. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
The device history record could not be searched as no lot number was provided with this complaint. Sample was not returned by the customer to kimberly-clark for evaluation. The directions for use includes the following warning statement, "fully withdraw trach care catheter before cutting endotracheal tube, otherwise the catheter may also be cut." Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. The device was not returned by the customer to kimberly-clark.